Event description:
The customer reported that the prolumen was loaded with the s wire fully housed through a 6fr. Sheath of a straight bicep graft. The desired starting point was achieved and the s wire uncovered. The device was turned on and the s wire rotated for approx 1-2 seconds and then stopped. There was no audible sound. The on switch was released and reactivated but no rotation of the s wire occurred and with no audible sound. At this point the device had not been moved within the vessel. The device was pulled back while maintaining pressure on the "on" switch, hoping that the device could be dislodged/removed from whatever was causing the resistance. The prolumen then began to rotate, but it was noted that the s wire had broken off in the mid-section of the s. The device was removed. The physician attempted to remove the remaining portions of the s wire for a couple of hours without success. At that time the pt was taken to a holding area. Another physician removed the s wire with a snare. No further pt complications were reported.